Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing including bench handling, defibrillation cycling, and enviornmental chamber testing without duplicating the report. The color cable was replaced as a precaution. The device was recertified and returned to the customer. Reports of this nature are not recorded in the device data logs. Analysis of reports of this type has not identified an increase in trend.